Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 400 mg/dl. Reportedly, the control-iq algorithm suspended insulin delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 50mg/dl, and the meter bg reading was 400mg/dl. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER a few hours later with the issue resolved and no permanent damage. No additional patient or event information was available.

Manufacturer narrative:
Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: patient data was present, however no meter values to confirm the reported inaccuracy were present within the investigation window. The allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter value to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered into the system, inaccuracy allegations cannot be disconfirmed. The allegation could not be determined.